Event description:
A guideliner v2 catheter was used during a clinical procedure to facilitate placement of a stent. The physician was unable to cross the lesion and retracted the guideliner v2 and stent delivery system. Upon further investigation, the stent was found undeployed in the anterior tibial artery. Despite multiple attempts, the stent was not retrieved. The patient will be monitored closely for further impact. No further impact was reported.